Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11corrected field: h4

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm removed and replaced safety disk (0202-00-0140) due to count being past 6,000,000 inflations. In addition, the tidal disk (0202-00-0142) was replaced due to hours. The stm completed a full calibration. The unit passed all functional and safety tests per factory specifications. The iabp then was returned to customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed safety disk replacement is due. There was no patient involvement reported.